Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported over the last couple of weeks their implant battery has been depleting quite quickly. Patient stated the implant was draining to zero every 4 or 5 days versus every 9 days; patient stated no changes have been made to their therapy settings during this time. Patient stated they usually use group b and, when they charged the implant battery back up the therapy was on group f. Patient stated they do not like the way f feels, so they quickly changed back to therapy group b. Patient added their implant battery has decreased from 80 to 60% since yesterday. Agent reviewed implant battery depletion rates are based on therapy settings and usage and the patient was redirected to medtronic rep and hcp to further address. Agent sent email to the field, at patient request.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt said they were supposed to get a call back from a rep because their ins battery was taking forever to recharge and was getting worse. When recharging the ins it took 2 hours and would only recharge 30%; pt would recharge at good connection majority of the time and during that time the handset drop from 100% to 70%. Pt noted when they first got the ins the ins battery would drop to 20% after 9 to 10 days but now after 3 days the ins charge dropped to 20% battery. Pt was redirected to their hcp. Agent noted another message would be sent to the reps but call the hcp. Agent closed case.